Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that the patient experienced a skin reaction that required medical intervention. The sensor was inserted into the upper buttocks on (B)(6) 2019. On (B)(6) 2019, patient experienced a rash, irritation and inflammation on the insertion site. Patient was taken to the hospital for examination on (B)(6) 2019, where he was prescribed penicillin as treatment. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional event or patient information is available.